Event description:
Preliminary findings indicate that the hole in the clam shell lower handle is undersized and out of specification. Therefore when the transfer spring subassembly is secured into the clamshell lower assembly, a potential exists for an interference fit to occur between these parts. Due to this interference fit, when the resqpump is exercised during CPR the transfer spring will wear or distort the hole in the lower clamshell handle, reducing the friction fit between the transfer spring subassembly and lower clamshell. The result of this wear or distortion is that the unit allows the transfer spring subassembly to translate up and down in the socket in the clamshell, coinciding with compressions and decompressions and may develop a "clicking" sound. This motion of the transfer spring subassembly may affect the calibration of the force gauge on the device as the two components progressively wear together.